Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support during a supply change attempt, experienced hypoglycemia with a blood glucose of 57 mg/dl and had not completed connection to the ilet; the patient was advised to treat with fast-acting carbohydrates and later reported plans to monitor manually and administer injections until training. Symptoms included hypoglycemia. Outcomes included no hospitalization, no emergency treatment, and self-management with oral carbohydrates. Investigation included technical support troubleshooting and user counseling. Investigation of this case revealed user difficulty completing the supply change and not being connected to the system at the time of the event. It was concluded that the cause of hypoglycemia was unclear and that additional user training was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.